Event description:
It was reported that following a pocket revision procedure, the pulse generator exhibited backup operation. The device had been exposed to cautery. After a device software download, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.